Event description:
It was reported by the customer's father (B)(6), that the customer received a compromised force sensor system alarm. It was also reported that insulin was squirting out during manual prime. It was also reported that the drive support cap was sticking out. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.